Manufacturer narrative:
The returned device was forwarded to the contract manufacturer for evaluation. There was no visible damage to the luers, extensions, clamps, or hub. The lumen was trimmed at the 15 cm mark. The lumen was ruptured between the 1cm and 2cm depth markings. Upon cross sectioning the lumen in this region, red foreign material with the appearance of blood was found to be fully obstructing the smaller (white) lumen in this region. No dimensional issues with the lumen were discovered on prepared cross sections in this region. The investigation conducted showed the device was manufactured according to established processes and specifications. It met all production and quality requirements. The rupture may have been caused by excessive pressure from forcibly flushing an occluded lumen.

Manufacturer narrative:
Report mw5082412 was received from the FDA. In investigation has been initiated.

Event description:
Rn unable to flush white lumen. Tpa unsuccessful to clear line. New PICC placed and when old PICC line discontinued there was a hole in the line.